Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Implant date - 2012.

Event description:
Patient underwent a left knee revision procedure approximately three years post-implantation due to pain and malalignment.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Additional event for this patient reported on medwatch number 1825034-2016-01996.

Event description:
Patient underwent a revision procedure due to pain and malalignment.